Event description:
It was reported that (1) tx60b was used during a functional end to end procedure. It was reported by the rep that the stapler was fired and when the anastomosis was checked there was a leak found. The surgeon then had to go back and stitch the tissue. There was extended or time by five minutes.